Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebu2250 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebu2250) have been reported from same patient and facility.

Event description:
It was reported that the PICC was leaking at the insertion site after the patient would administer antibiotics to himself. This would soak his dressing and so they decided to replace it. First PICC leaked but had good blood return and flushed easily. No discomfort or pain reported. PICC was removed and was discarded by facility. This event is for the first line placed.